Event description:
During verification testing at the service center, the device displayed e301 (audio alarm failure) with no audible alarm tone.

Manufacturer narrative:
Testing and investigation found the device displayed e301 (audio alarm failure) with no audible alarm tone. This was due to a broken track on the printed circuit board. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).